Event description:
An opthalmic technician reported patient with corneal edema with endothelial folds of the right eye, at lasik post-operative visit. Additional information indicated the patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).